Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and was unable to reproduce the reported failure. The fse replaced the coiled cable and performed functional check of the iabp. The iabp passed all functional tests and was returned to the customer cleared for clinical use. The full name of the event site is memorial medical center of springfield. An abbreviation was used due to the full name exceeding the character limit of that field.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) stopped pumping while it was in use on a patient. No adverse event has been reported.